Event description:
The physician reported that the handheld was unresponsive. The handheld was reset; hwoever, touch screen did not respond to any of the stylus touches and would not align.no other information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed the device met all final testing specifications prior to distribution.